Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information:  UDI related data quality updates only. Field d4 was updated with full UDI information.   Updated fields: b4, d1, d4, g6, h2, h4, h11.

Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton medical ag as, ventilator device failed at the startup during booting. When this was noticed, the ventilator was not in use to ventilate a patient. Reported was that this incident was noticed during start-up and the event has not been provided with any further comment or explanation. The hamilton vigilance reporting decision strategy prescribes to report startup issues. Whether alarms were triggered was not reported. The instrument report and the device log file's (service log, error log, event log) were provided to hamilton medical ag. This malfunctioning was reproducible. There is no patient involvement reported. There is no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g6, h2, h4, h11 a detailed investigation was performed by an expert from the technical service: the reported incident occurred during maintenance or service of the device. There was therefore no patient involvement. The root cause of this incident was a assessed to be defective esm board which was replaced and the device passed all required functional tests during the service. There is no indication that the issue happened during the use of the device with a patient. Therefore, we cannot confirm that this specific issue would have had an impact on the patient's health condition. Based on the information received and on the investigation the issue only occurs during service and therefore the incident was assessed as no longer reportable.

Event description:
The following was reported to hamilton medical ag: - this event was reported to hamilton medical ag as, ventilator device failed at the startup during booting. - when this was noticed, the ventilator was not in use to ventilate a patient. Reported was that this incident was noticed during start-up and the event has not been provided with any further comment or explanation. The hamilton vigilance reporting decision strategy prescribes to report startup issues. - whether alarms were triggered was not reported. - the instrument report and the device log file's (service log, error log, event log) were provided to hamilton medical ag. - this malfunctioning was reproducible. - there is no patient involvement reported. - there is no need for any medical intervention reported. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton medical ag as, ventilator device failed at the startup during booting. When this was noticed, the ventilator was not in use to ventilate a patient. Reported was that this incident was noticed during start-up and the event has not been provided with any further comment or explanation. The hamilton vigilance reporting decision strategy prescribes to report startup issues. Whether alarms were triggered was not reported. The instrument report and the device log file's (service log, error log, event log) were provided to hamilton medical ag. This malfunctioning was reproducible. There is no patient involvement reported. There is no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4). Investigation ongoing.